Event description:
It was reported that the pump touch screen was experiencing a pixel issue. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.